Event description:
International affiliate reports that returned loan kit inspection found the distal tip of the quick connect di polyaxial screwdriver had broken off from the instrument. It is not known when/where tip breakage occurred.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Visual examination of the returned driver confirmed tip breakage. A review of the DHR identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Although no definitive conclusions can be made, scanning electron microscopy analysis suggests that the driver underwent a static failure due to shear torsional overloading during screw tightening. A CAPA has been implemented to further investigate and document corrective action for complaints of this nature. At this time, the complaint is considered to be closed.